Event description:
It was reported to boston scientific corporation that a urovac bladder evacuator was used during a transurethral resection of the prostate procedure performed on an unknown date. According to the complainant, during the procedure, a small piece of plastic from the device was detached inside the patient's bladder and was retrieved using cystoscopic instruments, basket and graspers. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: the urovac assembly was not returned for analysis; however, a plastic component that looked similar to a cap was received with residue present. The urovac assembly drawings were reviewed, and there are no components that resemble to the returned component. The reclosing cap included with the urovac device is red in color and there are no components similar to the one returned and used on any product built on that production line. Given the returned component is not associated with the complaint device, the most probable root cause for the complaint is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a urovac bladder evacuator was used during a transurethral resection of the prostate procedure performed on an unknown date. According to the complainant, during the procedure, a small piece of plastic from the device was detached inside the patient's bladder and was retrieved using cystoscopic instruments, basket and graspers. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.